Manufacturer narrative:
Should have read lead was not replaced. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of the event is estimated.  The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-01252. It was reported the patient's leads had migrated. Surgical intervention was undertaken on (B)(6) 2020 during which the existing leads were explanted and replaced.